Event description:
Rptr states that auto positive end expiratory pressure button on the door of the ventilator causes the ventilator to stop cycling if pressed. Rptr states that the problem has been occurring for about a year and a half. Rptr has been instructed by facility not to press the button. Rptr has no way of checking auto positive end expiratory pressure on this ventilator. The ventilator is still used on pts.